Event description:
Contact reports that an eagle 14mm sd screw implanted in a 2-level plate had backed out. A revision was performed to remove the screw. The hole was filled with bone wax and screw was not replaced. The patient has fused. As this event resulted in the need for surgical intervention, an MDR is being filed to document this event.

Manufacturer narrative:
Evaluation is still ongoing, however, at this time, no conclusion can be made. The process of screw fixation is technique sensitive and care must be taken to ensure that the screws are properly angled and fully tightened.